Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The rse determined the main board needed to be replaced. The customer ordered and was provided a replacement main board to resolve the issue.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx700 patient monitor. The device was not in use on a patient at the time of event, there was no patient involvement.